Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with a static fill estimate of 45 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this issue could occur due to a large variance in measured pressures affecting the calculation of insulin remaining, and the fill estimate would correct itself once the insulin amount matched the displayed number. The caller understood and acknowledged the explanation.